Manufacturer narrative:
Section d1, device brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: the reported events of black power cable strain relief damage and abnormal low voltage and power cable disconnect alarms were confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned to abbott for analysis; however, a photo and log files were submitted for review. The photo revealed that the black power cable¿s strain relief was partially broken, but the underlying power cable jacket appeared to be in unremarkable condition. The submitted log file contained approximately 3 hours of information on (B)(6) 2024 (8:09:52 to 10:01:46 per timestamp). At 10:00:02 and 10:01:29, brief atypical low voltage advisory and power cable disconnect alarms were observed. These alarms activated due to the relative state of charge (rsoc) of one power cable briefly fluctuating below the designed alarm threshold and triggering a rsoc_invalid fault. The alarms cleared on their own within 1-2 seconds of activation, when the rsoc returned to typical values. It was noted that the first alarm was related to the black power cable and occurred while it was connected to 14v battery power, and the second alarm was related to the white power cable and occurred while it was connected to the power module. The observed alarms did not affect the controller¿s ability to operate the pump. Provided information indicated that the heartmate 3 system controller was exchanged, and the alarms resolved. The root causes of the atypical alarms and strain relief damage could not be conclusively determined through this analysis. It was noted that the patient¿s new controller has software version 1.7, which adds more filtering to the rsoc_invalid fault detection to prevent transient power cable disconnect alarms. Specifically, the rsoc_invalid fault must persist for 5 seconds in order to trigger a power cable disconnect alarm. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook covers all alarms (visual and audible) that are associated with the system controller, including low voltage and power cable disconnect, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook describes how to properly care for and clean all equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a: patient age/date of birth were not provided. Information pending hospital follow up. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noted alarms at random last night and today, (B)(6) 2024, during clinic. When the patient took the black lead connected to the battery/clip out, they had an audible alarm. When the patient was hooked up to the system monitor, the history noted a power cable disconnect/low voltage advisory. The patient had 4 bars left on their batteries. The patient's clips and battery connections looked clean and they stated that they regularly cleaned them. The batteries were not set to hit their 3 year mark until (B)(6) 2024. Both power leads looked intact. It was noted that the base of the black lead connector, where the system controller connected to the power source, had a split in the black part. The cord itself appeared intact, but the black area felt more flexible. They decided to exchange the primary system controller. Log files captured 122 pulsatility index events on (B)(6) 2024. Low power advisories were captured and they appeared to occur during power swaps. The patient's system controller appeared to be running on an older software version that could explain the alarms.